Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the st alarm did not alarm. The device was in use on a patient at the time of the reported issue and the patient died.

Event description:
It was reported that the st alarm did not alarm. The patient expired. The philips clinical specialist reviewed the logs provided. The log review determined that the default configuration of the monitor has the st alarms off. There is no evidence that the st alarms were turn on. The alarm manager of the monitor is working due to the large number of yellow and red alarms that were generated on this patient. The yellow alarms are configured to stop both the visual banner and the audible sound once the condition resolves. The respiratory alarm limits were changed by a user from the monitor at 2:44:08. The trend data provided from the pic ix show the trend data from 00.33 to 01.32 and does indicate the increase in the st values. However, if the st alarms were not turn on manually, the monitor would not generate st alarms for the increased st values, resulting in the no st alarms at the monitor or the pic ix. At 2:44:08, someone was in the patient¿s room and adjusted the respiratory alarms. The ECG rhythm on the monitor would indicate a change in the st values. At 4:22:46 the patients starts having red alarms that were silenced from the monitor indicating someone was aware of the patient¿s condition. A review of the provided information found no issue with the device. This information will be provided to the customer. The device remained on site.